Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an empty cartridge alarm occurred while the customer was sleeping. The customer's blood glucose level was 308 mg/dl and it was addressed with a bolus. The customer loaded a new cartridge and insulin delivery was resumed.